Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool smarttouch sf catheter and a smartablate generator. It was reported that there was char on the tip of the catheter. The temperature went to 37 degrees. The catheter was replaced and the issue resolved. There was no patient consequence. Pictures were received august 8, 2017 and it was noted that the material reported as char looked red/brown. Response received on august 10, 2017 clarifies that the material found on the tip of the catheter was a clot and not char. Heparin was used. The clot was assessed as a reportable malfunction under the thermocool smarttouch sf catheter. In addition, a response was received on august 10, 2017 which also clarifies that the temperature cut-off value was 37 degrees warning,40 degrees cut-off and power control mode at 30 watts. Temperature went from 32 degrees to 40 degrees. On 8 separate ablations, the smartablate generator continued ablating even when the default temperature cut-off for the a thermocool smarttouch sf catheter was exceeded. No error message was displayed. The device was evaluated. Unable to reproduce catheter temperature issue but pmm module was out of tolerance. Defective part was replaced. Failure of pmm doesn't contribute to exceeding temperature setting issue. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) has two complaints that are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool smarttouch sf catheter and a smartablate generator. It was reported that there was char on the tip of the catheter. The temperature went to 37 degrees. The catheter was replaced and the issue resolved. There was no patient consequence. Pictures were received august 8, 2017 and it was noted that the material reported as char looked red/brown. Response received on august 10, 2017 clarifies that the material found on the tip of the catheter was a clot and not char. Heparin was used. The clot was assessed as a reportable malfunction under the thermocool smarttouch sf catheter. The presence of clot on the catheter does not represent a serious injury in itself nor the result of device malfunction. However, since a clot has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism. The awareness date for the clot is reset to august 8, 2017 when the pictures were received. Response received on august 10, 2017 also clarifies that the temperature cut-off value was 37 degrees warning,40 degrees cut-off and power control mode at 30 watts. Temperature went from 32 degrees to 40 degrees. On 8 separate ablations, the smartablate generator continued ablating even when the default temperature cut-off for the a thermocool smarttouch sf catheter was exceeded. No error message was displayed. The high temperature (higher than cut-off value) without showing an error and not stopping the ablation was assessed as a reportable malfunction under the smartablate generator as this could potentially cause patient injury. The awareness date for this issue was reset to august 10, 2017 when the additional information was provided.